Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 14 (incorrect date alarm) occurred during the load sequence. Tandem's technical support verified that the date was correct on the pump. The customer attempted to reload the same cartridge; however, the pump requested a minimum of 100 units during the load sequence. The customer was able to load a new cartridge successfully and the customer's blood glucose level was not impacted.